Event description:
It was reported that the atrial lead exhibited a capture anomaly, high thresholds and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at multiple locations which resulted in a capture anomaly and high thresholds. Abrasions are indicative of exposure to constant friction with another implantable device.